Event description:
It was reported that while in the hemodynamic department the dilator was introduced into the vein, but during the procedure the pressure from the blood pushed the dilator back. Because the dilator, which is inside the introducer, does not click into place, the md feels this is not safe.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.